Event description:
It was reported the pt was scheduled to have his scs ipg replaced due to no output from the scs ipg after not being charged for several months when the pt was hospitalized for health complications not related to the scs system. It was also reported the pt experienced discomfort from the scs ipg due to the pt losing weight. The manufacturer's device record shows the scs ipg was replaced on (B)(6) 2012. Follow-up is pending.

Manufacturer narrative:
Correction # 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.